Manufacturer narrative:
Due to character limitation (e1), initial reporter full name : (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference: (B)(4).

Event description:
It was reported that after inserting the sensation plus 8fr intra aortic balloon(iab) catheter had a leak in circuit alarm on a cs300 during use. Customer stated, ¿there was patient on a balloon pump, it¿s a post op patient and they¿re an open chest patient and got this alarm. Checked everything and don¿t see any disconnections or kinks. There¿s no blood anywhere. Customer then performed a fill. Getinge person explained the nature of the alarm, the alarm was likely caused by having an open chest status post CABG. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: d7a, d1, g4 (PMA 510k), h6 (medical device problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. An ICU nurse called for assistance with a leak in circuit alarm during use, on a post-operative open chest patient. No iab damage was reported or any visual leaks were found. The nurse have already restarted therapy before calling for support had not used the help screen or iab fill key. Upon guidance, christy verified tubing integrity and performed a fill. Based on the description, the alarm was attributed to the patient¿s open chest status post-CABG, which can affect circuit dynamics. Leading factors are lack initial use of the help screen and iab fill key for troubleshooting and limited familiarity with how open chest physiology affects iabp function. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected fields - e3, g2.